Manufacturer narrative:
(B)(4). Carefusion was no able to duplicate the reported issue. Visual inspection did not reveal any abnormalities with the ac adapter. The ac adapter power cord was connected and tested with a known good ventilator, and the ptv enve ventilator boot up with no abnormalities or alarm conditions. The part was scrapped and a replacement part was sent to the customer to address the reported issue.

Event description:
It was reported by the customer that the lemo connector on the ac adapter was involved in a burned lemo connector on the vent. This incident occurred after someone in the facility removed the pigtail from the ventilator. At this time it is unknown whether this device was on a patient or not at the time of the reported event.

Manufacturer narrative:
Please note that intended to be left blank but becomes auto populated after submission, as a result of a software related anomaly that is being addressed. Please disregard the date entered. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.